Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The patient reported that the device had been implanted twice already and was poking out, causing pain again. The patient reported that he had just moved and had not been able to find a physician in their new location that implanted or removed the device. No further complications anticipated.